Event description:
One incident of an epidural catheter possibly breaking off into pt who had undergone a subtotal colectomy. It was reported that the pt underwent surgery at approximately 0800 and later in evening, developed a reaction to the epidural anesthetic. The nurse (rn) taking care of pt received an order to discontinue the epidural. Don reported that the rn met resistance when pulling the catheter and stopped and repositioned the pt. After repositioning pt, the rn, with another rn in the room, proceeded to pull the catheter. Right at the end of removal, a "pop" sound was heard. Reportedly, the catheter tip appeared sheared and "very stretched" and all the markings were present, when compared to an unused catheter. As a result of the shearing, pt underwent a computerized tomography (CT) scan to see if any catheter was retained in the back. CT scan did not locate any catheter fragments. The pt was discharged back to their nursing home a few days after their surgery.